Manufacturer narrative:
Investigation summary: received one (1) used list #14001-31, primary plum set for inspection. No damage or anomalies were noted. The set was air pressure leak tested. No leakage was observed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. The reported complaint of leakage cannot be replicated or confirmed.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where the customer reported that when using the set, it was evident that there was liquid leakage in the part near the patient. The event occurred at the intensive care unit, during a non-specified post-surgery care for a 76-years-old male patient. Saline solution was being infused. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. E1 - extension number - (B)(6).